Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the recorded basal history did not match the active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 2-may-2018 with the following findings: review of the black box data revealed the total daily doses added up to correctly reflect the user¿s programmed basal rates. On investigation, the pump powered on normally with the returned battery cap in place. The pump was exercised for 24 hours without any errors, warnings, alarms loss of power or rebooting. The pump passed accuracy testing and was found to be performing within required specifications. Investigation did not duplicate the complaint.